Event description:
It was reported that the lead was capped and replaced on (B)(6) 2017 due to intermittent loss of capture. No patient symptoms noted. The patient condition was good after the procedure.